Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 9 years post initial procedure an endoleak of indeterminate origin and aneurysm enlargement were identified during routine follow up. The physician is planning to reline the original implanted device. The patient is reportedly stable.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft. Approximately nine (9) years post initial procedure, an endoleak (of indeterminate origin) and aneurysm sac enlargement (unknown diameter) were identified during routine follow up. The physician is planning to reline the original implanted device. The patient is reportedly stable. Additional information: the physician elected to treat the patient by implanting the alto abdominal aortic aneurysm stent system (one (1) main body and three (3) ovation ix iliac limbs) on 18 october 2022. The endoleak was diagnosed as a type ia endoleak, and the patient is reportedly in stable condition post re-intervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported endoleak (at indeterminate origin) is confirmed to be a type ia endoleak. In addition, the reported additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the aortic remodeling; the superior stent margin of the bifurcated stent graft was initially 5mm below the renal arteries, and this increased to 30mm per CT scan dated 22 september 2022, which likely contributed to the type ia endoleak. No procedure-related harms of this event were determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.